Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Back of the chair broke where the headrest bracket attaches to the backrest. End user does occasionally get into a fit and thrash around, but nothing so serious to cause the horizontally and about 6 inches from the top. Headrest bracket that was mounted on it broke along with the back shell.